Event description:
It was reported to philips that the system generated a remote alert indicating the host-pc had a memory problem. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse confirmed that reported malfunction. Upon troubleshooting, fse discovered that the host pc is experiencing post errors during the boot process. To resolve the issue fse replaced host pc on another work order and return the part for further analysis and no failure found except for a missing power supply. After replacing the host pc, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.